Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had become dislodged. The patient was asymptomatic. The lead was capped on an unknown date. Recent follow-up with the patient reported them to be in good condition.